Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
It was reported to philips asterisks were displayed on the v60's monitor when continuous positive airway pressure (CPAP) mode started to be used. The device was in use at the time the issue was discovered; however, there was no patient or user harm nor delay reported. The medical engineer (me) reported that the issue was not duplicated after the mode was changed to spontaneous with timed backup (s/t). The service technician performed operation checking in the settings used at the time of the event with the me present then the event logs were confirmed. "Low rate" and "patient disconnect" occurred frequently. They recognized that the cause for the issue was occurrence of "patient disconnect" and use by a patient with low spontaneous breathing. Although they have recognized the cause and the issue has been settled, they are requesting investigation report from the manufacturer for in-hospital dissemination.

Manufacturer narrative:
The reported phenomenon was not duplicated. When the device was checked, the surface of the touch screen was observed to have been scratched as if it was hollowed. Periodic maintenance 1 was performed. The following parts were replaced to prevent failure in accordance with the maintenance procedure: oxygen inlet filter, inlet air filter, cooling fan filter. The touch screen was replaced, and the phenomenon was resolved. No other anomaly was observed. Overall checking, cleaning, run testing, and a function test were performed.